Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor siltex round moderate profile 475cc saline breast implant that the right side deflated after implantation. As a result, the patient underwent removal and replacement on (B)(6) 2018. During the operation, the doctor reported that the implant was completely flat-no more that 15-20cc present and no apparent leak noted, but organic material found in implant and around the valve.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. A rent measuring approximately 1.4 cm on the posterior aspect, next to a siltex cracking area. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that indicates this related to manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/29/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/30/2018, mentor received the information in regard to replacement devices: left: catalog number 3501690, lot number 6966161, serial number (B)(4). Right: catalog number 3501690, lot number 6845441, serial number (B)(4). Concomitant product: left mentor smooth round moderate profile, 475cc saline breast implant, catalog number 3501680, lot number 214997. On 04/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).